Event description:
Tech alleged the stretcher brakes were not working. The brake linkages from foot and head brakes were broken. He replaced the head and foot brake linkage from the stretcher fixing the problems.